Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side implant is "half the size it originally was," "can feel ridges on the implants" and it "doesn't feel full." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and flat creases. A leak test was performed and did not find any openings. The fill inspection test was performed and identified no blockage in the valve. A microscopic analysis was performed, which identified partial delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Patient reported right side implant is "half the size it originally was," "can feel ridges on the implants" and it "doesn't feel full." Device has been explanted.